Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 31-301322 arcos con sz b std 70mm trl rial 70mm 053440, 11-300818 arcos 18x150mm spl tpr dist m 469110. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent and initial tha with competitor devices on an unknown date. Subsequently the patient was revised due to unknown reasons. During the revision surgery, the screwdriver broke inside the trial body trying to attach it to the implanted stem. The trial could not be disassembled from the implant. The femur was fractured while trying to remove the stem. There was a surgical delay of 120 minutes. Attempts were made to obtain additional information; however, none was available.